Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: infusion bags are running dry early when administered to patients. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and the logs were not provided for evaluation. The customer did provide compounding acitivity reports (cars) for review. Per review of the cars by b. Braun's engineering the bags were compounded within specifications. With both a volumetric delivery and gravimetric check, the volumes and percent variance reported on the apex car are what b. Braun stands by. Both the pump and load cell are calibrated with every new transfer set as well. This being the case, we still will occasionally field reports like this from pharmacies and their patients. A critical variable in the administration accuracy is the programming of the infusion pump itself. No information was provided to b. Braun regarding the infusion pump(s) used to administer the bags to the patient(s). The customer was provided with information if they are concerned the problem is the load cell calibration or the calibration mass itself . Apex allows for a +/-6% variation for the mass readings, so if the 2kg was not exactly 2kg, this could throw off some of the calibration of the volumetric pumping as well as the gravimetric checking that is performed by apex. Apex supports an optional "load cell verification" workflow, where customers can program in different masses to have apex measure to ensure that the main load cell calibration of the 2kg weight is consistent with the measurement of other masses. The customer will need one of those load cell verification platforms to do this. The customer was also instructed they could try weighing the 2 kg mass on a calibrated scale they have access to in order to confirm it is about 2000 grams still (deviations of less than +/- 20grams would not be a cause for concern). They could also request a new 2 kg mass from b. Braun. If additional pertinent information becomes available a follow-up report will be filed.